Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.additional information received:the holes were ID'd prior to use.

Event description:
It was reported that prior to a bariatric procedure, the tyvek lid was inspected and found to have holes in the tyvek lid. Another device was used to complete the bariatric procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m9222c. The analysis results found that the har45 device was returned inside its original package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged with several tears that were caused from the outside to the inside. In addition, upon evaluation it was confirmed that there is no interaction between the package and the device that could have caused the tear. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A lot record was review and no anomalies were noted during the packaging process.